Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. The anatomy was noted as very tortuous. It was reported that the distal end of the stent graft had loss seal. An intervention was performed and aptus endoanchors were implanted resolving the event. No clinical sequelae were reported and the patient is fine.